Manufacturer narrative:
7/21/97-supplemental report #1 submitted to FDA.

Event description:
During an unspecified procedure, the suture broke before it was applied on the pt. The surgeon applied another product without pt injury.